Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed due to the review of medical records. The additional information did not change the previous investigation. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified the taper inside the head has some damage and discoloration. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ root cause unchanged. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04)- stem.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical device: femoral head sterile product do not resterilize 12/14 taper, # item 00801803602, lot 60774035. Shell porous with cluster holes 50 mm o.d., # item 00620005022, lot 60824206. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, # item 00630505036, lot 60609177. Bone scr 6.5x40 self-tap, # item 00625006540, lot 60713576. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00374. Reported event was confirmed by review of revision op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 10 years post initial surgery due to swelling, elevated metal ion levels, in-vivo corrosion, aseptic, lymphocyte-dominated vasculitis-associated lesion (alval), and metallosis. Significant corrosion was noted at the trunnion. Notable significant adverse local tissue reaction with black particles within the tissue was found, as well as black particles enclosed within the capsule. Femoral head was revised. No additional information available.